Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance. The #0 feedthrough wire was lifted; lifted bond wire.

Event description:
It was reported that the device was removed due to normal battery depletion.